Event description:
The initial reporter received questionable crej2 creatinine jaffe gen.2 and several other assay results from an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter was able to provide one example of a questionable result that was reported outside of the laboratory. The result was rejected by the medical representative and a new sample was taken from the patient. The new patient sample was run on another module. The creatinine result of the initial sample was 223 umol/l. The result of the new sample from the other module was 89 umol/l. The repeat result was deemed correct.  The reagent lot number is 618752.

Manufacturer narrative:
Reagent issues were excluded as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer (fse) changed the cell rinse tube(s) and confirmed the tests and the module were performing within specifications. The investigation determined that the event was service-maintenance related. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.